Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original packaging, lot # was not confirmed, and stapler was received with remaining staples. During visual evaluation it was observed that the components looked well assembled, however traversed staple / staples over the load of staples, no stuck staples in the tip of the cartridge. Failure mode stuck in stapler was confirmed with sample received during visual evaluation. Functional evaluation could not be performed due to the sample condition. To improve the manufacturing process of the staple an engineering test request # (B)(6) was opened to reduce/mitigate or eliminate misalignment staples, stuck staples. We will continue to monitor trending of similar complaints. Conclusion - no conclusion code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Alleged event: during use, the staple was stuck and did not come out. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.